Event description:
The manufacturer's representative reported the pt had a refill and the concentration was changed from 50 mg/ml to 10 mg/ml and the dose was changed from 9.79 mg/day to 9 mg/day. A bridge bolus was not performed. The pt began to experience "not feeling well" with complaints of being nauseated. The representative requested the pt be seen in the emergency room for the overdose symptoms. A follow up report will be sent when additional information is received.